Manufacturer narrative:
Approximate age of device - 3 years and 4.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced difficulty finding words on (B)(6) 2016 and had a visual field cut. The patient did not seek medical attention at the time, but presented to the clinic for a routine clinic visit on (B)(6) 2016. After discussing the situation, the patient was admitted to the hospital and a CT scan confirmed an area of ischemia. A transesophageal echocardiogram found thrombus on an implantable cardioverter-defibrillator (ICD) lead. The vad reportedly functioned as intended. The patient's inr goal was increased to 2.5-3.5 and the patient was discharged home on aggrenox (b.i.d.) And aspirin (81 mg). It was reported that the patient continues to have difficulty finding words, more so when angry, but the visual field cuts resolved.

Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.